Manufacturer narrative:
Updated sections: age , date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Corrected sections: weight: kgs changed to lbs. Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be completely flexed away from the hot jaw at the center to the tip of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the hot jaw from the center to the tip was observed to be peeled away, exposing the metal portion of the hot jaw. The detached silicone was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, both reported failures "material twisted/ bent" and "peeled" were confirmed. Specific actions for the reported failure modes material twisted/bent and peeled are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 heater wire detached from the jaws and some of the silicon insulation detached from one of the jaws. Nothing was reported as falling into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 heater wire detached from the jaws and some of the silicon insulation detached from one of the jaws. Nothing was reported as falling into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.